Event description:
Customer reported: "was retaping pt's et tube, when noticed vent to be autocycling at rr of 124 bpm. Sensitivity found on flow (green) setting, adjusted to zero, then noticed pressure waveform to slowly and steadily rise, partially come down and slowly and steadily rise again with each breath (little to no exhalation was occurring.) Pt. Taken off ventilator and ppv given.